Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a off no power alarm and blank display screen. The customer¿s blood glucose was 126 mg/dl at the time of the incident. Customer stated that, the insulin pump randomly turned off in the middle of the night and would not turned on. The customer reported that, the display did not return. Customer was able to troubleshoot for off no power and blank display screen. Troubleshooting determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned back for analysis.

Manufacturer narrative:
Pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank display and off no power alert noted. Pump received with corroded battery tube noted.